Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, the insertion handle for suprapatellar became warped and will not detach from the rue aiming arm for suprapatellar. There was no surgical delay. Procedure was successfully completed with no other medical intervention. This report is for one (1) aiming arm for suprapatellar. This is report 2 of 2 for complaint (B)(6).